Event description:
It was reported that there was overexposed.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: faults found: transition board damage. Action taken by technical service: has been replace. Qip pass and preventive maintenance done. Equipment is updated to the last version of software v4.0.19. Test performed: dhr10623 rev. U ¿ 1688 ccu. Unit has been transferred to the customer. Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), problem toggling light source, connected monitors, leaking, poor grounding (e.g camera head connection from cable to transition board.), no/incorrect communication with light source, soaking cap disconnection during sterilization, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, cybersecurity attack, pendulum ch inertial measurement unit (imu), use error. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was overexposed.